Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the device was returned for analysis. The returned product consisted of a guidezilla guide extension catheter, without the distal shaft and tip as the distal shaft was reported to have been disposed of at the hospital. Microscopic and tactile inspection of the hub, hypotube, and collar were performed and revealed a complete separation of the shaft located at the distal end of the collar and additional collar damage (metal bent out of place). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the catheter was fractured. During procedure, a guidezilla¿ guide extension catheter was advanced into the left anterior descending artery. However, the distal part of the device became fractured upon crossing the target lesion. The device was then removed from the patient's body together with the guiding catheter. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter was fractured. During procedure, a guidezilla guide extension catheter was advanced into the left anterior descending artery. However, the distal part of the device became fractured upon crossing the target lesion. The device was then removed from the patient's body together with the guiding catheter. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.